Event description:
Reported event of "slippage" from journal article: "a prospective randomized trial of laparoscopic gastric bypass versus laparoscopic adjustable gastric banding for the treatment of morbid obesity", annals of surgery, volume 250, number 4, october 2009.

Manufacturer narrative:
Taper unknown. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur. Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal."